Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a thyroidectomy procedure, the device was being used to clip a vein. Instead of clipping, the device cut the vein. Procedure completed with same/like device. There was bleeding, however, the amount of bleeding & whether it impacted the patient is unknown at this time. Although only one device was affected with this problem, three devices are being returned - the hospital could not say which one they had the problem with.